Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 450 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error after it has been exposed to pool water. Button error troubleshooting was performed and confirmed that time is advancing. Customer reported a crack on the insulin pump battery compartment. Customer also reported to have experienced a high blood glucose of 450 mg/dl and was treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted. Act and esc buttons did not respond due to corroded keypad traces. The insulin pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. No moisture damage on electronics and motor noted. The insulin pump was received with broken battery tube threads, cracked reservoir tube lip and stained end cap sticker.